Manufacturer narrative:
.

Event description:
The user is reporting the device gave the "analyzing...do not touch the patient" announcement, then aborted the analyzation and did not recover. A manual defibrillator was retrieved and used on the patient. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).